Manufacturer narrative:
Conclusion: other for anticipated procedural complication. The subject device remained implanted; therefore, physical analysis cannot be performed. However, potential complications such as emboli is a known risk associated with aneurysm coiling and noted as such in the direction for use (dfu). Therefore, based on the information available, a root cause of anticipated procedural complication has been assigned to this event. (B)(4).

Event description:
It was reported in an article in interventional neuroradiology that a coil (subject device) was successfully deployed in the inferior lobe of an aneurysm. A second coil was then advanced into the aneurysm. Upon retracting the coil to reposition into the aneurysm, the coil broke. The proximal section of the coil was removed, and the distal portion protruded into the parent artery. Thrombi developed in the parent artery around the aneurysm neck. The thrombi was successfully resolved by intravenous heparin injection and intra-arterial use of urokinase and abciximab.